Manufacturer narrative:
Concomitant medical products: product ID: 37761, serial# (B)(4), product type: recharger. Product ID: 37761, serial/lot #: (B)(4).  Analysis of the recharger (B)(4) found evidence of a bent connector and damaged pins. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received regarding a patient with an implantable neurostimulator (ins), and it was reported that the ins was not holding a charge like it used to, and the desktop charger connector pin was broken. Patient was issued a new desktop charger. No symptoms were reported. There were no reported complications and no further complications were expected. Patient was implanted for non-malignant pain.